Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and an octaray mapping catheter and the tip of the catheter¿s insertion tub detached and was found within the vizigo. When the octaray was inserted into the vizigo with the insertion tube, the physician felt resistance within the sheath and removed the octaray from the patient's body. It was confirmed that the tip of the insertion tube had detached in the deeper part of the friction ring, and the entire sheath was collected. The issue was resolved by replacing the sheath with another new one. The procedure was successfully completed without patient's consequence. The detached tip of the insertion tube was found to be contained within the vizigo.

Manufacturer narrative:
The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 8-jul-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. On 10-jul-2025, additional information was received indicating the resistance was felt when they were trying to put the catheter into the sheath. The tip of the insertion tube had detached in the deeper part of the friction ring. The catheter was able to move within the sheath and the introducer was inserted adequately into sheath hub before introducing the catheter. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and an octaray mapping catheter and the tip of the catheter¿s insertion tub detached and was found within the vizigo. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and functionality test of the returned device were performed. Visual inspection revealed a piece of insertion tool stuck inside the hub. No dilator or the rest of the insertion tool was returned to analysis site. No damage or anomalies were observed in hemostatic valve. The device was connected to carto 3 system and it was recognized and visualized correctly, no issues were found. A scanning electron microscope (sem) study was performed to further analyze the damage and it was found that mechanical damage may have caused the insertion tool to detach; however, it could not be conclusively determined. Further investigation was performed with a supplier insertion tool and an additional investigation was performed such as review of documentation, inspecting retains, tensile results, bonding, internal diameter and outer diameter dimensions; however, no relation with a specific lot or assignable root cause was found. A device history record evaluation was performed for the finished device lot number and no internal action was found during the review. The resistance and introducer issue reported by the customer was confirmed. The potential cause of this issue could not be conclusively determined. The instructions for use (IFU) contain the following information: use fluoroscopy and/or intracardiac ultrasound to monitor the advancement of the catheter and removal of the catheter from the sheath. Move the catheter carefully to avoid cardiac damage, perforation, or tamponade. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. The visualization issue reported by the customer could not be replicated during the analysis, other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use (IFU) contain the following information: insert a sensor based catheter to create a carto¿ 3 ep navigational system visualization matrix (fast anatomical map optional) in the chamber; this will allow for visualization of the sheath curve. Refer to the carto¿ 3 ep navigational system user guide. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Correction: it was noticed the following information was inadvertently omitted from section b5. Event description of the 3500a initial medwatch report: ¿there were no error codes but the vizigo was not displayed.¿ explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: inserter (g04074) were selected as related to the insertion tube issue. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer's reported visualization issue if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref.# (B)(4).

Manufacturer narrative:
On 24-jul-2025, additional information was received indicating no resistance beyond the usual was felt. The resistance felt did not result in any damage to the sheath and the tip of the octaray was fully straight within the introducer prior to insertion into the sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).